Event description:
Rptr states the brake released causing the chair to pop out of gear and made the chair swerve and eventually stop. The end user was going up a sidewalk to school when the brake released. No injuries reported.